Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the rep that the cdh29 instrument was fired and an audible feedback was heard. The device was removed from the pt easily and the doughnuts were checked and were intact. An air bubble leak test was done and leakage of anastomosis was discovered in the anteriorly lateral and the posteriorly medical areas of the staple line. Sutures were used to secure the anastomosis. The procedure was extended 30 minutes.